Manufacturer narrative:
The aic has been received for investigation, however, the investigation is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male undergoing with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The display on the automated impella controller (aic) had a blackout during patient support. The screen was restored immediately and there was no noted effect on the support. It was advised that the aic should be replaced; however, the physician stated that they would only replace the aic under certain situations. As there was no effect on the patient's hemodynamics, support continued with the aic and implanted pump.

Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The product was returned for investigation. The data logs confirm the failure mode described from the field, however the failure mode from the field was not reproduced during investigation. It was determined that the root cause of the aic issue was the 3rd party hardware/software that runs io-graphics.